Manufacturer narrative:
(B)(6). Concomitant medical product: unknown natural knee femoral component, cat#: unknown, lot#: unknown. (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05790. Product location unknown.

Event description:
It was reported that a patient was revised to address an allergy to the components. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was confirmed by the surgeon. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was determined to be patient allergy. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.